Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. Review of the device data logs could not confirm the reported problem. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device shut off while ventilating a patient. Patient was removed from the device and placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.